Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During a redo atrial fibrillation procedure, st elevation occurred. The left atrium was mapped; however, the right inferior was difficult. It was noted that one of the push / pull wires did not function as intended. Because of the small size of the atrium, an agilis introducer was needed for ablation and it was decided not to replace the sheath for a new one. After ten minutes, the sheath was exchanged and the first rf application was started. At that point, st elevation was noted on the ECG, and the procedure was stopped; st elevation started to disappear. This was likely due to the sheath exchange.